Event description:
It was reported that during follow up, low sensing and no capture were observed. The lead was replaced and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(4).